Manufacturer narrative:
We are awaiting device return. If the device is returned for evaluation, a follow-up report will be submitted with the results of our investigation.

Event description:
It was reported while attempting to insert the ultracinch lp sizer for a surgical atrial fibrillation ablation procedure, a ventricular rupture occurred. The ultracinch lp sizer was inserted via a right lateral thoracotomy incision through the fourth intercostal space. The placement of the ultracinch sizer was difficult due to the patient's weight (B)(6) and a large amount of fat around the heart. After inserting the sizer through the transverse sinus around the left pulmonary veins, the physician attempted to push it through the oblique sinus but could not visually verify the position of the sizer as this was a minimally invasive procedure. During sizing, the ventricle was "mechanically compromised" which caused it to suddenly rupture. It was then determined that the sizer had been placed over the left ventricle instead of behind the heart and through the oblique sinus. A sternotomy was performed, the patient was connected to the heart lung machine, the hole was closed, and the ablation procedure was completed without any reported difficulty. The physician attributes the cause for the reported rupture to the pressure that he applied to the sizer and incorrect placement in front of the heart rather than behind it. The physician also placed a suture through the tip of the sizer to have a grip able extension to direct the sizer into the right position. To advance the sizer behind the ivc, the physician pulled at the suture first until he saw the sizer tip which also may have attributed to the event per the physician. The patient left the operating room in stable condition.